Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/18/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear hot jaw insulation was observed to be intact with no peeling observed. The tip of the cold jaw was observed to be peeled at the tip, exposing the metal tip of the cold jaw. No other visual defects were observed. No further testing was conduced due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000419364 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Manufacturer narrative:
Tw ID#1145550 the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the pa on case burned too long on branches and surrounding structures. The silicone tip was damaged during the abundance of activated energy. Nothing detached from the device jaws. The power source was set to 2.5. Small delay due to opening new kit to complete the procedure. No patient harm.